Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. However, the returned meter could not be switched on upon the insertion of test strips. Therefore, further testing could not be performed. The device history record was reviewed for the suspected meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
An advocate called to report that the customer's blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.